Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00007.

Event description:
It was reported that an roi-c construct was installed too deep, then the plates and cage were damaged when being backed out of the disc space. There were no patient impacts. This is report one of two for this event.

Manufacturer narrative:
Corrections in d4: lot number and UDI number, d9, and h3. Additional information in d4: expiration date and h4. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an roi-c construct was installed too deep, then the plates and cage were damaged when being backed out of the disc space. There were no patient impacts. This is report one of two for this event.

Event description:
It was reported that an roi-c construct was installed too deep, then the plates and cage were damaged when being backed out of the disc space. There were no patient impacts. This is report one of two for this event.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation visual inspection revealed that the tip of the device is twisted. Potential cause root cause was unable to be determined. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-c construct was installed too deep, then the plates and cage were damaged when being backed out of the disc space. There were no patient impacts. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00007.